Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events : 16 events were reported for this quarter. Product return status : 16 devices were received for evaluation. Evaluation status : 14 events were confirmed during testing. - 1 devices was found to be affected by wear and a fractured component. - 8 devices were found to be affected by a fractured component. - 2 devices was found to be affected by corrosion and a fractured component. - 3 device was found to be affected by mechanical damage and a fractured component. 2 device evaluations are in progress. Additional information : this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device had a component detach. 12 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device had a component detach. 12 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 16 total events were initially reported. 11 previously reported events are included in this follow-up record.   Product return status 11 devices were received.   Evaluation status confirmed 11 reported events were confirmed during testing. - 10 devices were found to be affected by nose tip separation. - 1 device was found to be affected by nose tip separation and corrosion. Additional information 16 devices were not labeled for single-use. 16 devices were not reprocessed and reused.